Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient¿s nurse described the area as a slight irritation under the back te pads. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Outcome of the irritation is unknown.